Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the set screw of the pacemaker ventricular channel failed to be tightened upon lead connection. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device ventricle setscrew is damaged and cannot be tightened was not confirmed. Analysis revealed the ventricle setscrew was normal. There appeared to be no attempts to engage it or tighten it with a torque wrench. The setscrew had a new unused appearance, meaning no damage or markings. Lab testing found the setscrew could be engaged and tightened normally. The atrial setscrew also had a new untouched appearance with no attempts to engage or tighten it. What occurred in the field surrounding the usage of this device remains unclear. The device shows no signs of use.